Event description:
During a code blue, the pt was connected to the 43110a defib. The 43110a defib displayed a straight line trace on the screen even though the pt had a faint pulse and blood pressure. The nurse was then able to make the pt's cardiac trace appear and disappear by wiggling the pt cable. The nurse then disconnected the pt from the 43110a and connected the pt to a 78671a defib to obtain a permanent trace of the pt's cardiac activity. After obtaining the pt's cardiac trace, the pt was then defibrillated at 360 joules with the original 43110a. Pt subsequently became pulseless, unable to resuscitate, and expired.